Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. They were unable to verify the missing segment due to the physical damage to the lcd glass. The pump was received with a minor scratched lcd window, a stained end cap sticker, a missing address/serial number label, a cracked case at the display window corners, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that they are having an issue with the display on the insulin pump. Caller stated that in the morning when they looked at the pump, the center of the screen to the right was not working. Customer's blood glucose was 120 mg/dl at the time of the incident. Caller stated that the pump was not dropped or bumped. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.